Event description:
It was reported that during follow up in clinic, this right ventricular (rv) lead was found exhibiting high shock impedances out of range. Technical services (ts) discussed probable causes. This rv lead remains in service. No adverse patient effects were reported.